Event description:
Spoke to family member who did not want to speak to medical affairs rep. Family member was in a rush to get off the phone and mentioned that they did receive the supplies and will make a point to test pt later that day and then disconnected the call. Based on info provided in case point, medical affairs documented this case as a medical complaint. Pt was obtaining erratic reading (blood glucose readings are unk). Pt ended up having a stroke and was hospitalized for one week. Unk of what blood glucose was in the hosp. Lfs rep noticed that pt's meter was set to the wrong code#. Lfs rep did control test twice and it failed. Lfs rep replaced pt's test strips and sent pt new test strips and control sol.